Event description:
It was reported that an embolization occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device met release criteria and was successfully implanted; however, suboptimal position was noted due to a shallow laa. Two days post procedure, prior to discharge, it was noted via echocardiogram that the device had embolized. The device settled in the left heart, somewhere outside of the laa; the exact location is not known. Patient had two mitral valve clips so the implant was not able to leave the left atrium. The device was then successfully snared out without complication. Patient is stable.

Event description:
It was reported that an embolization occurred. The patient underwent a watchman left atrial appendage (laa) closure procedure. A 21mm watchman laa closure device met release criteria and was successfully implanted; however, suboptimal position was noted due to a shallow laa. Two days post procedure, prior to discharge, it was noted via echocardiogram that the device had embolized. The device settled in the left heart, somewhere outside of the laa; the exact location is not known. Patient had two mitral valve clips so the implant was not able to leave the left atrium. The device was then successfully snared out without complication. Patient is stable.

Manufacturer narrative:
D3: manufacturer address 1, manufacturer city, manufacturer zip/postal code - updated. G1: MFR contact first name, MFR contact last name, MFR contact address 1, MFR contact. City, MFR contact zip/postal code, MFR contact phone number, MFR contact email - updated. Media review: two still images from implant transesophageal echocardiography (tee) as well as a .mov file from tee 2 days post procedure were provided for review and were reviewed by boston scientific (bsc) medical safety. The implant images showed a shallow left atrial appendage (laa) with slightly canted position of the closure device post deployment and release. It was reported that the closure device had embolized two days post procedure and was snared and removed. The patient had prior mitral valve clips, and the final tee showed the closure device fully embolized and sitting on the mitral valve.